Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the pt made mistake/touch contamination. The pt was not hospitalized for the event. On the same day as the peritonitis event, the pt started treatment with ip vancomycin (1.5gm, once) and ip gentamycin (60mg, daily), ip for peritonitis. On the same day, treatment with vancomycin was stopped. On an unreported date in the same month, the pt was retrained in aseptic technique. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.